Event description:
The following information was reported: sub trochanter fracture comminuted. Surgeon reamed to 15.5 for a 14mm short right nail. Inserted nail over wire and impacted. Nail become stuck, so he began to back the nail out but could not. He then used osteotomes to unwedge the nail from femur. Guide wire was jammed inside the nail and the wedge of the cortical bone had bent one of the distal spines approximately 30 degrees. Removing the nail caused the fracture to spiral distally. Surgeon had to then implant a long znn nal to fix the femur. Surgery was extended for 30 minutes.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).